Manufacturer narrative:
Customer unsure which of two devices malfunctioned, both expected to be returned. Two emdrs created, (B)(6) and (B)(6). The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient is reporting that he has 2 linkassist devices that are faulty. Patient confirms that on one occasion a few months ago one of the insertion devices misfired, cannot confirm which device. Lot not provided for either device. No adverse event alleged. A request was made for the return of the device.

Manufacturer narrative:
Two accu-chek link assist plus devices were returned (serial numbers (B)(4)). It is not known which serial number the customer alleged to have malfunctioned.